Event description:
It was reported that upon first use of the unit during surgery, it broke. It was further reported that there was no delay in the surgery.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.